Manufacturer narrative:
An ultraflex¿ esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. Additionally, the catheter was kinked near the proximal end of the stent. Functional analysis found the catheter bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint; the stent was received partially deployed. The damage to the catheter discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng distal release covered stent was to be used in the lower esophagus during an esophageal stenting procedure performed on (B)(6) 2016. According to the complainant, this was to treat a 7cm malignant stricture. Reportedly, the patient's anatomy was pre dilated and was not tortuous. During the procedure, after the stent was deployed by 10%, the physician felt that it was too tight and could no longer deploy the stent completely. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of sent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng distal release covered stent was to be used in the lower esophagus during an esophageal stenting procedure performed on (B)(6) 2016. According to the complainant, this was to treat a 7cm malignant stricture. Reportedly, the patient's anatomy was pre dilated and was not tortuous. During the procedure, after the stent was deployed by 10%, the physician felt that it was too tight and could no longer deploy the stent completely. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.